Event description:
It was reported that there were high impedances on the patient's device. Impedance readings were greater than 4000 ohms on all of the unipolar pairs. The company representative reviewed impedance issues with the physician. No additional information was requested.

Manufacturer narrative:
(B)(4)